Manufacturer narrative:
Investigation description: no fault was found with the device. The device powered on and the display was fully illuminated and legible. See files section for recording. The engineering logs were also reviewed and no malfunction alerts were logged.

Event description:
It was reported that the ilet display would not wake when the wake button was pressed, though haptic feedback was present, indicating a screen visibility and hardware display malfunction. Symptoms included no clinical effects. Outcomes included no impact to blood glucose management and no medical intervention. Investigation included troubleshooting with the user and arrangements for device replacement. Investigation of this case revealed a suspected display or wake-function failure with persistent screen nonresponse despite power and charging checks. It was concluded that a device malfunction occurred, and a replacement ilet was provided.